Manufacturer narrative:
(B)(4). Date sent 4/29/2024. D4 batch # unk. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Csg-f541 study serious adverse event (sae): as part of study "a digital surgical workflow and digital device briefing tool to reduce morbidity and mortality after primary stapled colorectal anastomosis" the following event was reported: anastomotic leakage. Description of the event: the patient had pain and high infection markers in blood. Samples on the (B)(6) 2024. A CT-scan revealed a leakage of the anastomosis. On the same day an endovac was placed in a short operation (rectoscopy) on (B)(6) we performed a laparoscopic lavage of the abdominal cavity. Patient was hospitalized on (B)(6) 2024. Sae start date: (B)(6) 2024 sae end date: ongoing. Sae intensity severe. Patient not yet recovered. Action taken surgical therapy/procedure. Reoperation.

Manufacturer narrative:
(B)(4), date sent: 5/16/2024. Additional information received: patient discharged from hospital on (B)(6) 2024. Sae ends date (B)(6) 2024. Patient recovering , recovered (B)(6) 2024.

Manufacturer narrative:
(B)(4). Date sent: 5/9/2024. H6: health effect ¿ clinical code gastrointestinal system (e10). Additional information received: the patient had pain and a high infection in blood samples. A CT scan revealed leakage of the anastomosis. On the same day and endo-vac was placed in a short operation. There was a laparoscopic lavage of the abdominal cavity and ileostomy. Is there a reasonable possibility of relatedness to performed surgical procedure: yes. Patient was hospitalized on (B)(6) 2024. Patient is not recovered.

Manufacturer narrative:
(B)(4). Date sent: 6/14/2024. Additional information received: this sae is not related to the use of surgical equipment including the circular stapler. Per study protocol, the only circular stapler which can be used in our study is the ethicon circular stapler cdh b. Usage of any other circular stapler is an exclusion criterion for this study. The question ¿relatedness to surgical equipment used¿ is checked ¿no¿. This means that causality assessment of the usage of the ethicon circular stapler is not related. Based on the pis report below, this sae is not related to the use of surgical equipment including the circular stapler. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.